Manufacturer narrative:
The report of low speed advisory alarms was confirmed based on the submitted system controller log files; however, driveline damage could not be confirmed as the device was not available for evaluation and the submitted x-ray images of the internal and external portions of the driveline were inconclusive for any areas of potential wire compromise. The patient was provided with an ungrounded patient cable for use with the power module and remains ongoing on lvad support. No further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that two low speed advisory alarms with pump speed decelerations occurred on the morning of (B)(6) 2017. The patient was asymptomatic at the time of event. Log file analysis completed by the manufacturer¿s technical services representative confirmed the low speed operation. These issues only appear to be occurring while connected to the power module. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017 the manufacturer¿s technical services representatives performed a driveline evaluation and were unable to reproduce alarms with position changes or palpitation of the external portion of the driveline. The patient was provided ungrounded power module patient cables. No additional information was provided.